Event description:
It was reported that"staples were found jamming during use on the patient". To complete the procedure, another device was used. The patient's current condition is reported as "fine". Please see associated MDR# 3003898360-2024-00766.

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the s taples were observed to be severely misaligned. The stapler was returned with 35 staples remaining in the cover block. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. Upon functional inspection, it appeared that the severe staple misalignment prevented the remaining staples from firing correctly. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. The next two staples misfired. No further attempts were made at firing the device due to the severe staple misalignment. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. Non-conformance was initiated to further evaluate this complaint issue. Per DHR the product visistat 35w 6/box lot # 73j2300759 was manufactured on 09/22/2023 a total of 27,000 pieces. Lot was released on 10/05/2023. DHR investigation did not show issues related to complaint. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was co nfirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. Upon functional inspection, it appeared that the severe misalignment of the staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. Non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. UDI was updated from to (B)(4) to include the full UDI.

Event description:
It was reported that"staples were found jamming during use on the patient". To complete the procedure, another device was used. The patient's current condition is reported as "fine". Please see associated MDR#3003898360-2024-00766.